Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. However, there were scratches found on the metal tip. A root cause could not be identified. Based on the results of the investigation, reasonably known information suggests probable causes due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported no image output during inspection for use, involving a endoeye flex deflectable videoscope. There was no patient injury reported.